Event description:
The customer reported that the insulin pump had multiple no delivery alarms over the past three months. The customer also reported noticing bent cannulas during set changes. Customer stated that the bent cannulas may be due to scar tissue build up. Blood glucose level at the time of the incident was over 300 mg/dl. Blood glucose level at the time of the call was 85 mg/dl. The customer will monitor the device and will not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.